Event description:
The dr. Was trying to puncture the artery with a needle (B)(4) and he inserted the guidewire (B)(4) inside the needle. He felt that the guide didn't advance so he removed the guide and the needle in order to try and puncture in another place as he didn't reach the artery at first try. When he removed the guide, he realized that a little piece of coating of the wire was left in the patient, but not into the artery, just before the artery wall.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report when completed.